Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory product analysis indicates that the allegation was confirmed. Based on analysis of the returned product which electrical overstress damage consistent with damage sustained in the patient environment.

Event description:
It was reported that the communicator was flashing yellow call doctor icon and was showing yellow sending wave (ysw). The communicator power cord was observed to be hot at the terminal. A boston scientific technical services (ts) assisted the patient in troubleshooting. The communicator forced call was performed and yellow sending wave occurred. The communicator issue persisted. The company representative advised to replace the communicator. The communicator was no longer in service. No adverse patient effects were reported. The product analysis indicates that the allegation was confirmed. Based on analysis of the returned product which electrical overstress damage consistent with damage sustained in the patient environment.

Event description:
It was reported that the communicator was flashing yellow call doctor icon and was showing yellow sending wave (ysw). The communicator power cord was observed to be hot at the terminal. A boston scientific technical services (ts) assisted the patient in troubleshooting. The communicator forced call was performed and yellow sending wave occurred. The communicator issue persisted. The company representative advised to replace the communicator. The communicator was no longer in service. No adverse patient effects were reported.